Event description:
It was reported that (1) lcsc5 was used during a lap kidney transplant. It was reported by the rep that no flow of current. It is unknown how the case was completed. There was no consequence to pt.